Manufacturer narrative:
The allegation of high impedance in one contact is confirmed. A broken wire approximately 4cm from the terminal end tip electrode caused the intermittent high impedance on channel seven. The cause of the break is consistent with an overstress condition. Setscrew marks were seen on both insertion bands. The terminal end and stim end contacts had no anomalies.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedance on one lead. As a result, the patient underwent surgical intervention during which the lead was explanted, but not replaced since effective therapy was established with the patient's other lead.